Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral b heads have a problem with the retaining pin which is on the tip of the brush dislodging / brush came off while in use [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported that he had been having a problem with the oral-b precision clean brushheads, stating that the retaining pin, which is on the tip of the brushhead, dislodges and results in the brush falling off. He stated that on (B)(6) 2016 the brush came off while in use with an oral-b rechargeable toothbrush, version unknown and he nearly swallowed it; he noted that in this case, the pin was still intact. He reported that he had been using oral-b electric toothbrushes for over 15 years. No symptoms developed.

Manufacturer narrative:
(B)(6) 2016 product investigation results: the reporter returned four toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Oral b heads have a problem with the retaining pin which is on the tip of the brush dislodging / brush came off while in use [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported that he had been having a problem with the oral-b precision clean brushheads, stating that the retaining pin, which is on the tip of the brushhead, dislodges and results in the brush falling off. He stated that on (B)(6) 2016 the brush came off while in use with an oral-b rechargeable toothbrush, version unknown and he nearly swallowed it; he noted that in this case, the pin was still intact. He reported that he had been using oral-b electric toothbrushes for over 15 years. No symptoms developed.